Event description:
Reported loosening of left knee components, patient has not yet been revised. This event occurred outside of the us, in (B)(6). This incident involved the same patient as reports 1038671-2013-00193 and 1038671-2013-00194.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not available for evaluation.